Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A site clinical application specialist reported on behalf of a surgeon, a capsular tear during hydrodissection of a laser assisted cataract surgery. The surgeon states "that there must have been a tag he did not see and that is what caused the tear." A change in the intraocular lens selection was required but no additional treatment was necessary. Additional information has been requested but is not available.

Manufacturer narrative:
(B)(4).